Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their bottom tooth in not aligned with the rest. When they remove the aligner the tooth sits further back than the rest of their teeth. They also reported that they have tmj in their jaw that is severe. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.